Manufacturer narrative:
Corrected data: b4. Date of this report: "07/31/2025" should be removed and "08/06/2025" should be added on the initial MFR report. D4. Model#: "vicm5_13.2" should be removed and "vicm5_13.2 (-4.0) " should be added. Claim#: (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced over/under correction. Reportedly, "target seq-0.90. But refraction on (B)(6) 2025 was le: 0/-1.25x170. Trial fitted with +1.00d cl and patient was happy. Thus exchanged icl to -3.00d." In a separate surgery, the lens was exchanged with the same model/ length, different power and the problem was resolved. The cause of the event was reported as a patient related factor.